Manufacturer narrative:
On 12 october 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: during the analysis it is evaluated that the terminal for cup impactor is blocked inside the cup. We have used a screwdriver to dislocate the terminal. Looking at the surfaces it is clear that the balinit-c coating of terminal is scratched and also on the cup there are some scratches. In addition a residual of dry blood is visible inside the cup. The breakage of the balinit-c coating together with the dry blood could create the block of the terminal inside the cup. Batch review performed on 12 october 2017. Lot 1311795: (B)(4) items manufactured and released on 20 september 2013. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of the same lot.

Event description:
Terminal stuck into the cup, can't be disconnected.